Event description:
It was reported the pt experienced discomfort in the left retromastoid area at the lead/extension tract site where the anchor was buried. The anchor was removed on (B)(6) 2010. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).